Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found the device exhibited backup vvi operation due to xena iram chip failure.

Event description:
It was reported that the pulse generator exhibited backup vvi operation on (B)(6) 2011. After a software download, normal function resumed. The pulse generator exhibited backup vvi operation again on (B)(6) 2011. After a software download, normal function resumed. The physician decided to replace the device. The device was explanted and replaced on (B)(6) 2011.